Event description:
Diagnostic lap and colostomy. Reportedly, during the procedure, the surgeon received a laceration to the left index finger. The blade protruded outside of the instrument instead of lying flat. The surgeon washed with betadine, re-gloved and finsihed the procedure. After the procedure, they went to the ER for treatment.